Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿urine will not flow through tubing¿ with a potential root cause of "tubing does not meet specification". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: separate notches within circles. Pull straps through holes and around leg. Position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). To empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations."

Event description:
It was reported that during pre-testing the tubing would not allow water to flow into the drain bag. Therefore, the bag was not used.